Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported tool issue and additional information/ description: the peek tip broke off in normal use. Customer had only ever bought one of these items so lot number was found from our system. / hs 10-apr-2026.